Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the nanocross 014 balloon, a chronic total occlusion (100% stenosis) of the distal tibial/poplietal trunk with moderate tortuosity and moderate calcification was present. During balloon inflation, the balloon burst and a catheter leak occurred. The device was prepped according to instructions for use. No embolic protection was used, and no resistance or excessive force was encountered during device advancement. The procedure was completed with another balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information - one prior inflation was applied. The issue reported was a longitudinal balloon burst. 6 atm inflation pressure was applied to the ballon prior to the burst. The leak in the ballon was noted during the procedure, the balloon did not fragment and the device was removed from the patient. No vessel damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.